Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to advisory. Another device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to advisory. Another device was implanted. No additional adverse patient effects were reported. Additional information obtained, the device was explanted due to shock impedance out of range.